Event description:
Patient's dexcom sensor was reading 80 mg/dl and fingerstick blood sugar was > 500 mg/dl. Fingerstick verified using multiple machines. Dexcom did not show any indication that it was faulty; still had number and arrow. Patient was asymptomatic so this was not caught for several hours and patient had to go to the emergency room.